Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised due to instability and trunnion wear. The patient was revised to a competitor stem and poly liner. The shell locking mechanism was compromised. The stryker shell was not revised.

Manufacturer narrative:
Reported event: an event regarding disassociation and fretting involving an accolade stem was reported. The event was confirmed by medical review. Method & results: product evaluation and results: not performed as the device was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant concluded : review of these records confirms revision surgery for trunnion wear with dissociation of the femoral head from the trunnion of the femoral did occur. The root cause cannot be determined as insufficient information was available. Tha instability related to dissociation of the femoral head from the trunnion of the femoral occurred as well. The root cause cannot be determined as insufficient information was available. Further documentation required for completion of this assessment would include: dated pre and post op xrays from the index and revision surgeries. Implant retrieval. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusion: it was reported that patient's left hip was revised due to instability and trunnion wear. A review of the provided medical records by the consulting clinician concluded that review of these records confirms revision surgery for trunnion wear with dissociation of the femoral head from the trunnion of the femoral did occur. The root cause cannot be determined as insufficient information was available. Tha instability related to dissociation of the femoral head from the trunnion of the femoral occurred as well. The root cause cannot be determined as insufficient information was available. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not available

Event description:
It was reported that patient's left hip was revised due to instability and trunnion wear. The patient was revised to a competitor stem and poly liner. The shell locking mechanism was compromised. The stryker shell was not revised. Update per sales rep: "the shell locking mechanism was compromised. They ended up cementing in a competitive poly liner." Update (B)(6)2018: med review confirmed disassociation of the head from the stem and instability due to disassociation. The review also noted that "the trunnion of the femoral stem is seen to have significant deformation with material loss particularly along the superior surface." Root cause could not be determined.

Manufacturer narrative:
An event regarding instability, disassociation and wear involving an unknown accolade stem was reported. The event was confirmed by medical review. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant concluded: review of these records confirms revision surgery for trunnion wear with dissociation of the femoral head from the trunnion of the femoral did occur. The root cause cannot be determined as insufficient information was available. Tha instability related to dissociation of the femoral head from the trunnion of the femoral occurred as well. The root cause cannot be determined as insufficient information was available. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the medical review concluded the following: review of these records confirms revision surgery for trunnion wear with dissociation of the femoral head from the trunnion of the femoral did occur. The root cause cannot be determined as insufficient information was available tha instability related to dissociation of the femoral head from the trunnion of the femoral occurred as well. The root cause cannot be determined as insufficient information was available further documentation required for completion of this assessment would include: operative reports, surgical implant records from the surgeries. Dated pre and post op xrays from the index and revision surgeries, outpatient office/clinic notes, implant retrieval. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's left hip was revised due to instability and trunnion wear. The patient was revised to a competitor stem and poly liner. The shell locking mechanism was compromised. The stryker shell was not revised. Update per sales rep: "the shell locking mechanism was compromised. They ended up cementing in a competitive poly liner." Update 27 june, 2018: med review confirmed disassociation of the head from the stem and instability due to disassociation. The review also noted that "the trunnion of the femoral stem is seen to have significant deformation with material loss particularly along the superior surface." Root cause could not be determined.